Event description:
It was reported that the device kinked inside the patient with bare metal showing through the covering during an ablation procedure. The case was aborted mid-procedure. The pt experienced a right atrial clot that was treated with IV heparin, and groin trauma that was treated with pressure held and no further treatment. The patient was discharged the day after the procedure was home with no complaints. The pt had been taking coumadin as home medication. The pt was scheduled to return for a repeat procedure.

Manufacturer narrative:
Final device investigation found that the device was returned with the insulation damaged on the distal end and metal exposed. The tip of the device was twisted. Upon evaluation it was found that the device did not respond to the adjustment controls on the handle. It was noted that during electrical testing, the device did not pass a continuity test. The device history record was reviewed and no discrepancies were noted. As each device is visually and functionally tested prior to being released, no conclusion could be made regarding what may have caused the reported event.